Manufacturer narrative:
Hvad pump was not returned to heartware for analysis as it remains implanted in the patient. Review of the manufacturing documentation confirmed that the pump met all requirements for release. A repair procedure was performed to mitigate and remediate the conditions reported under the event. While the root cause in this case cannot be conclusively determined, internal investigation revealed the root cause of these types of events to be external shock to the driveline/controller connector followed by twisting and torquing of the driveline over time. No additional information will be forthcoming.

Event description:
This event involved a patient two years after the implantation who experienced a driveline connector damage. During a sheath repair it was noted by the heartware field representative that the rear portion of the driveline connector could be turned. A temporary repair for the loose driveline connector was performed. One week later, a heartware filed service engineer performed a connector repair to secure the rear portion of the driveline connector. No issues occurred during the repair. There was no pump off time. The event was resolved without patient injury. Investigation is ongoing.

Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.